Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a150202 is being used to capture the reportable event of gel found in unintended site - nonvascular block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a spaceoar was used during a placement procedure on (B)(6) 2026. A computed tomography (CT) simulation, after the procedure, found a possible rectal wall infiltration at the midgland. On jun 18, 2026, an MRI confirmed that there is a small amount of hydrogel in the anterior rectal wall. The physician decided to delay the radiation therapy for 6 weeks. In the meantime, the patient will received androgen deprivation therapy (adt) and, the physician will perform a colonoscopy before proceeding with moderate hypofractionated radiation.